Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2008. Subsequently, a revision procedure was performed due to acetabular loosening and pain. The acetabular cup, modular head and taper adapter were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "intraoperative or postoperative bone fracture and/or postoperative pain." "Loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Both the manufacturer report number and user facility report are for the same patient, part number(s) and event. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2012-00649 / 00651).

Manufacturer narrative:
This supplemental report is being submitted in response to a request forwarded by the FDA to biomet. Please see attached FDA additional information request and biomet's response.